Manufacturer narrative:
The complaint could not be classified as vygon did not receive a sample for analysis. From similar complaints, it is recommended that if difficulty is experienced when removing the stylet, to stop, let the vein rest for a minute, and try removal again very slowly. The batch history record was reviewed and did not show any deviations during the production. Each catheter is flow and leak tested during production. Each catheter is flow and leak tested during production. The tensile force of the stylet and y-piece is tested randomly. For the involved component code (B)(4), batch 8030260 it was between 4.5n and 6.66n, and therefore within specification. No further corrective action will be initiated by quality management at this time as a manufacturing fault cannot be concluded. This is the first complaint for batch 8027354 and the fifth regarding stylet problems on code (B)(4) within the last 3 years. No corrective action will be initiated at this time as each catheter is leak and flow tested, and a manufacturing root cause could not be determined. However, vygon will continue to monitor this issue.

Event description:
When the doctor attempts to remove the guidewire it wrinkles, does not slip out easily, and detaches from the hub where they are holding it. No apparent harm to the patient.

Manufacturer narrative:
The failed sample was not returned to vygon for evaluation but the events will be part of the complaint investigation. The results of this investigation are still pending and will be communicated to FDA within 30 days of its conclusion.

Event description:
When the doctor attempts to remove the guidewire it wrinkles, does not slip out easily, and detaches from the hub where they are holding it. No apparent harm to the patient.